Event description:
It was reported that the patient had a cluneal nerve block on the left side of his back for pocket site pain from the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.